Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5092 implantable pacing lead 2007 (B)(6).

Event description:
It was reported that the lead had a possible fracture. It presented with high impedance which had caused a polarity switch from bipolar to unipolar pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.